Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine programming session the impedance measurements showed 5 channels with high impedance and channels 9 and 10 short circuited. The measurements were repeated with and without pressure with no change to the results. The pt was remapped and he appears to have some access to sound. A device assessment performed on (B)(6) 2014, showed 6 channel with high impedance and 2 short-circuited.